Manufacturer narrative:
Complaint conclusion: during a pta (percutaneous transluminal angioplasty) procedure and during us of a 6mm x 2cm saber balloon catheter (bc), it was reported that the balloon ruptured at 12 atmospheres (atms) during its second dilatation. Therefore, the saber balloon was exchanged for a different balloon of the same size to successfully complete the procedure. There was no report of patient injury. The target lesion was the left common femoral artery to the superficial femoral artery. The target lesion was moderately calcified and mildly tortuous, with a rate of stenosis of 75%. A contralateral approach was used. After the lesion was crossed with a guidewire, the saber balloon was delivered to and inflated at its nominal pressure for 10 seconds; however the balloon ruptured at 12 atms. The product stored, handled, and prepped according to the IFU (instructions for use). There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient. The product was not returned for analysis. A device history record (DHR) review of lot 17076373 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event the reported ¿balloon burst at/below rbp (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification, mild tortuosity and a rate of stenosis of 75% may have contributed to the reported event. Neither the DHR nor the information available suggests a design or manufacturing related cause for the reported burst; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
Additional information: addendum ((B)(6) 2015): the product stored, handled, and prepped according to the IFU. There were no kinks or other damages noted to the device or packaging prior to inserting the product into the patient.

Event description:
During a pta (percutaneous transluminal angioplasty) procedure and during us of a 6mm 2cm saber balloon, it was reported that the balloon ruptured at 12 atmospheres (atms) during its second dilatation. Therefore, the saber balloon was exchanged for a different balloon of the same size to successfully complete the procedure. There was no report of patient injury. The target lesion was the left common femoral artery to the superficial femoral artery. The target lesion was moderately calcified and mildly tortuous, with a rate of stenosis of 75%. A contralateral approach was used. After the lesion was crossed with a st. Jude medical cruise guidewire, the saber balloon was delivered to and inflated at its nominal pressure for 10 seconds, however, the balloon ruptured at 12 atms. The product was clinically used. The product will not be returned for analysis.

Manufacturer narrative:
Concomitant products: guidewire (cruise, st. Jude medical). (B)(4). (B)(6). The product will not be returned for analysis. Additional information will be submitted within 30 days of receipt.